Event description:
It was reported that customer experienced repeated cartridge alarms while using insulin pump. There was no adverse impact to the customer's blood glucose level. Customer removed and reloaded same cartridge each time and pump function returned to normal, then contacted technical support to review correct loading steps, successfully loaded new cartridge, resumed insulin therapy without further pump issues, and issue was considered resolved.